Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -10.0/3.5/090 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. Refractive surprise was observed. On (B)(6) 2023 the lens was repositioned. This did not resolve the problem. The lens remains implanted. Additional information has been requested but none has been forthcoming. Claim #(B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the haptic bent. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
B5 - the lens was exchanged with a different model but same length lens on (B)(6) 2024. Claim # (B)(6).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -10.0/3.5/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. Refractive surprise was observed. On (B)(6) 2023 the lens was repositioned. This did not resolve the problem. The lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).